Event description:
It was reported the patient did not feel any paresthesia even though the voltage was increased. The impedance was higher than 4000 ohms. The patient returned to operating room for further investigation. During testing, the voltage had reached 10 volts with no response to paresthesia. The lead was replaced.

Manufacturer narrative:
The lead was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.